Manufacturer narrative:
Technical services discussed that it was possible the morphology had changed and rhythm ID would also have delivered therapy. It was also discussed that detection enhancements are not applied if the episode accelerates to the next zone from a monitor only zone. No adverse patient effects were reported. The device remains in service without further complication.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock to the patient. The patient had been on the treadmill when an arrhythmia was detected in the monitor only zone, then accelerated into the vt zone where a shock was delivered. It was questioned if therapy was delivered because the morphology had changed.